Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that their multimeasurement server (mms) from ICU bed 901-5 did not generate a low nibp alarm for an alleged reading of approximately 49/24 on (B)(6) 2020 sometime between 10-11 am pst. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.